Event description:
Consumer getting big differences with her meter. Getting very low readings followed by normal results. Concerned about the accuracy. Analysis run on clark error grid using mean avg readings (61) as reference point vs. Bd readings (34, 160) yielded some data points in the d range of the grid, outside acceptable limits.